Manufacturer narrative:
Product analysis: visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. Additionally, the assembly attachment pin to the internal bushing has been broken, consistent with torsional overload condition. The above findings are consistent with torsional overload. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent revision surgery from t5 to l3, for the removal and replacement of prior implanted screws. As per sales rep, the revision surgery was performed due to patient non-union symptoms. Reportedly, products used in the initial surgery did not cause any adverse event. During surgery, the surgeon decided to replace the 7.5 mm diameter screw that was in the patient with a 7.5 mm diameter screw, and while doing so, the driver broke within the screw. The screw with broken tip of driver were taken out of the patient. No fragments remained in the patient. No additional surgery was performed. No patient complications were reported.